Event description:
Journal article received: a review of periprosthetic femoral fractures associated with total hip arthroplasty: daniel marsland, mrcs, msc (sem), and simon c. Mears: geriatric orthopaedic surgery & rehabilitation: 1(3) 107-120: authors 2012. This article does mention synthes product. This article talks about periprosthetic fractures of the femur in association with total hip arthroplasty (tha) are common and hard to treat. Patients with these fractures are typically elderly and frail and have osteoporosis. An overview is provided of causes, classifications, and management of periprosthetic femoral fractures around a total hip arthroplasty based on the current best available evidence. Authors site various clinical results. The less invasive stabilization system (liss) locking plates for vancouver type-c fractures may be more reliable. In a series of 12 patients with type-c fractures treated with this system, 11 fractures healed uneventfully. Plate pull-out occurred in one (1) patient. This report is on an unknown liss plate. Patient was successfully revised to a longer plate. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown liss plate, part and lot numbers are unknown. Without a part number, the 510k number cannot be provided. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.